Manufacturer narrative:
A philips technical consultant (tc) remotely interviewed the customer. The customer confirmed there was no sound coming from the central station alarms and ICU, so they tried replacing the speaker on one of the units due to a possible issue with remoted audio hardware. During the interim, a philips field support engineer (fse) was dispatched onsite to further investigate. Once the fse arrived onsite, the customer indicated the issue with the sound was fixed in the intensive care unit (ICU). The customer explained they had incidentally hooked up the sound to the wrong nurse stations. For precautionary purposes, the fse and customer both went over to all the nurse stations and ICU, to check the volume levels. Sound was coming out of the respective pic by adjusting the volume and hearing it ping. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer was unable to hear announced alarms at one location for monitored areas. The device was in use on patient at time of event, there was no adverse event reported.